Event description:
The customer's father reported via phone call that the customer was at the nurse's office at school with a high blood glucose level of 501 mg/dl. He had a headache. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.